Manufacturer narrative:
(B)(4). The complaint pt101 airvo 2 humidifier is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no patient involvement.

Event description:
A healthcare facility in belgium reported that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier was returned to fisher & paykel healthcare in new zealand and was visually inspected and electrically tested. Results: the unit was inspected externally and showed signs of impact damage. Some deep cuts and scratches on the outer case were observed. Some components were also found to be broken/cracked inside the unit. Conclusion: user error contributed to this event. It is likely that the speaker became faulty as a result of the impact damage to the unit. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. - never use the unit if it has been dropped or damaged. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."